Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had chest wall stimulation during autocapture threshold tests and increase output was observed. On (B)(6) 2016, the lead was successfully repositioned and the patient is fine.